Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic for a generator change out procedure. Their right ventricular lead exhibited high capture thresholds. Programming changes were performed and the lead was subsequently capped and replaced on (B)(6) 2021. The patient was in stable condition.